Event description:
The pump was returned for investigation. Investigation revealed a crack in the battery compartment. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 03/31/2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03/31/2015 with the following findings: evaluation revealed that the battery compartment was cracked. Unrelated to this issue, investigation revealed that the display lens film was scratched. (B)(6).